Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a no motor movement alarm. The customer¿s blood glucose level was 190 mg/dl. The customer was assisted with the troubleshooting. The customer was able to clear the alarm and rewind the insulin pump but the insulin pump failed the displacement test. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test, self test, force sensor test, prime/ seating test, basic occlusion test, occlusion test and rewind test. No pump error 38 noted during testing. The motor was tested outside of the device and passed. (B)(4).